Event description:
During testing of the ceiling lift with the vendor and third party, the emergency lower was non-operational. The ceiling lift had been on the charging track, yet the lift did not work. New batteries were installed. The buttons on the remote were pressed to wake the motor and the status light turned green, indicating sufficient charge. Staff waited nine seconds and the light remained green. The lift did raise a few inches but stopped suddenly with the red light indicating the ceiling lift did not have battery. The ceiling lift emergency cord was pulled and held to engage emergency lower mechanism; however, the lift did not lower. The battery was too dead for the emergency lower mechanism to work. Per the manufacturer, who was present, when the motor is "woken" the software should indicate after nine seconds, if there is enough battery to lift a patient by retaining the green indicator light, and should turn red if there is insufficient battery for lifting. The software should also stop the motor from working to retain enough battery for an emergency lower. This did not occur, presenting a safety issue for patient lifting.